Event description:
Customer was contacted for a follow up via phone, customer reported the insulin pump went into thresh hold suspend due to low sensor glucose reading when blood glucose were fine. Alarm reoccurs during the night. Customer did not recall blood glucose or sensor readings but gave an example blood glucose would be 140 to 145 mg/dl and sensor reading will be 50 to 60 mg/dl. Customer also reported the esc button has to be pressed multiple times before responding. Customer's blood glucose was over 200 mg/dl. Customer did not recall any event have led to the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.